Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a motor stall due to shaft bearing. (B)(4).

Event description:
The device was received for analysis.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 626.7 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the patient had withdrawal from baclofen and a pump motor stall. The patient said she had not had any recent mris or been doing or been around anything different. The pump logs indicated: a pump motor stall on (B)(6) 2016 at 08:25 with a recovery the same day at 18:00; pump motor stall on (B)(6) 2017 at 22:34 with a recovery the same day at 22:59; pump motor stall on (B)(6) 2017 at 03:07 with a recovery on (B)(6) 2017 at 04:24; pump motor stall on (B)(6) 2017 at 11:58 with a recovery on (B)(6) 2017 at 06:41; pump motor stall on (B)(6) 2017 at 14:17 with a motor stall recovery noted on (B)(6) 2017 at 06:33; and pump motor stall on (B)(6) 2017 at 08:15. The pump was replaced. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. It was unknown if diagnostics or troubleshooting were performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.